Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced abdominal/pelvic pain, vaginal pain/bleeding, urinary incontinence, urge incontinence, urinary tract infections, pain during sexual intercourse, mesh erosion, fecal incontinence, emotional distress, pain and suffering, low self-esteem and inability to have a sexual relationship. It was reported that patient underwent mesh revision either in 2004 or 2005 (records forthcoming). A rectocele repair/posterior colporrhaphy was done in (B)(6) 2006. A partial excision of the mesh was done on (B)(6) 2006. A partial excision of the mesh and cystoscopy was done on (B)(6) 2006. As much of the mesh as possible was removed on (B)(6) 2006 for abdominal/pelvic pain, vaginal pain, pain during intercourse, urinary incontinence, urge incontinence, vaginal bleeding, urinary tract infections, and mesh erosion. Laparoscopic gastric banding was done on (B)(6) 2007 and removal of gastric banding/and gastric bypass surgery was done in 2008, along with a replacement of gastric banding with bypass surgery. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced uti. It was reported that patient underwent mesh removal on (B)(6) 2006 by dr. (B)(6) at (B)(6) hospital.